Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. The patient remains on lvad support. A full evaluation of the device could not be conducted because it remains in use. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was seen in the clinic and was given treatment due to complications of a driveline infection. The patient had noticed purulent drainage, redness and tenderness on the driveline site on (B)(6) 2015. In clinic a culture was obtained and the patient was administered oral antibiotics -doxycycline, ciprofloxacin, cefadroxil for 17 days. At the time of the event, it was noted that the patient's white blood cell count (x 10/l ) was 5.87, temperature at 98.2 f, heart rate (beats/min) was 74, and respiratory rate (breaths/min) at 18. On (B)(6) 2015, during follow up, the patient's antibiotics were changed. The culture came back positive for bacterial, staphylococcus aureus, and the patient was started on new, unspecified antibiotics. It was further reported that the driveline site was beginning to improve with less drainage, redness and tenderness. No other information was provided.